Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user found that the scope was waterlogged ,and the image had filiform defect, then contacted the device department. This event occurred at the time of during inspection. There was no report of patient harm.